Event description:
The company was made aware that the pt developed a mastoid infection. The pt was hospitalized on (B)(6) 2014 for a week and was treated with IV antibiotics (type unk). The pt was prescribed oral antibiotics (type unk) for two weeks. The pt continues to have swelling around the mastoid. The pt continues to be monitored.